Event description:
It was reported that inaccurate cci values were observed with the swan-ganz catheter on the first day of use. The cci values shown on the monitor were approx. Between 1 and 2 l/min/m2 which were too low and fluctuated. No intravenous pump was used. The customer noticed that the displayed cci values were not accurate and switched the catheter to a flotrac sensor, so no treatment was given to the patient based on these inaccurate values. The expected value was about 2.5 l/min/m2 based on the measurement with the flotrac sensor. The issue was not considered to be affected by the patient's condition. No abnormality was found in the pulmonary artery pressure waveform. It is unknown if any error messages were displayed. No relevant data or log was available. Patient demographics were unavailable. There were no patient complications reported.

Manufacturer narrative:
Additional product codes for the device include: dyg: catheter, flow directed, kra: catheter, continuous flush, dqe: catheter, oximeter, fiberoptic, dqo: catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one model 774f75 catheter with attached 2.5 cc terumo syringe, 2 three-way stopcocks and non-ew introducer which located on the catheter body between 53 cm and 67 cm proximal from the tip. Another non-ew introducer was returned separate from the catheter. The customer report of cco measurement issue was not able to be confirmed during evaluation. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 minutes without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Resistance value of the thermal filament circuit was in specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. There were 2 indentations observed on catheter body at 66 cm and 67 cm. The locations of the indentations were aligned to the location of non-ew introducer adapter. No other visible damage or inconsistency was observed from catheter body, balloon and returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Although in the product evaluation it was identified that the tc value was marked in red when the catheter was connected with eeprom reader, this condition is not related to the condition reported by the customer and does not represent a defect in the device or a manufacturing error. A device history record review was completed and documented that the device met all specifications upon distribution. Sample was evaluated through product evaluation and the reported condition could not be confirmed; therefore, no product nor process malfunction was identified in this complaint. Current risk mitigations include/control: 100% leak test, 100% flow test, 100% visual verification, 100% eeprom connector inspection, and 100% eeprom reading.